Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris smartsite extension set was occluded the following information was received by the initial reporter with the following verbatim for the smartsite extension ( bifuse) one port will flush and the second port is occluded and will not flush. Nurses were setting up for IV line placement, brand new set out of packet and priming for line set up

Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported fluid blockage, and returned one photo of the set, of material 20019e, lot 22125358. The photo was examined, and the complaint of flow issues was verified. There was no flow through the set, (through one of the smart sites in the bifuse), the other smart site was able to infuse. The issue was forwarded to manufacturing. The manufacturing site was unable to identify the root cause for smart site occlusion, due to insufficient evidence from photo investigation. Device history record review for model 20019e lot number 22125358 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 13dec2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The smart site component was manufactured before process improvements that addressed occlusion, which includes a quality alert issued 19jul2023 to communicate and reinforce proper fluorosilicone assembly procedure to personnel. In addition, a fixture for fluorosilicone weighing, which lubricates the smart site piston, was implemented 23jun2023. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.